Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer let the battery deplete fully. The pump declared low power alerts and alarms and subsequently shut off. When the customer connected the pump to a power source the pump was able to be charged. At 30% the customer reported that the pump unexpectedly shut off. The customer's blood glucose (bg) level was impacted (400 mg/dl). The customer delivered a manual injection to correct elevated bg level. It was indicated that the customer would continue to use manual injections until the replacement pump was received.